Event description:
The computer and flashcard were returned for analysis on (B)(6) 2013. No anomalies associated with the handheld computer performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the sql error could not be verified. No sql errors were observed during the analysis. During the analysis it was identified that the 2577 folder was still in the handheld. Additionally an autorun.exe file associated with the v8.0 installation software was in the 2577 folder. The cause for the 2577 folder being on the handheld is most likely associated with either an incomplete uninstall of the v7.1 software during a v8.0 upgrade or a v7.1 flashcard being inserted into the handheld following a v8.0 upgrade. A cause identifying why a v8.0 autorun.exe file was in the handheld 2577 folder could not be identified based on the available information. No other anomalies were identified during the analysis.

Event description:
Reporter indicated a vns dell x50 computer was displaying sql errors following an upgrade to version 8.1 software. A hard reset had to be performed as the installation did not automatically start. When the hard reset was completed, the user was directed to the windows screen, where the start menu gave the 8.1 vns software to choose as an option. Upon choosing this option, a message was received that stated "database is clear" with the option to proceed. After pressing proceed, the following error message was seen: "error executing sql statement." Attempts for further information and possible return of the computer are in progress.

Event description:
Reporter indicated the computer will be returned to the manufacturer for analysis, but the computer has not been received to date.

Event description:
The reporter has elected to keep the vns computer for now, and it will not be returned at this time for analysis. The event of the sql errors only occurred after the new (B)(6) software was installed.

Manufacturer narrative:
.